Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. One video of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the video showed an implanted catheter. The catheter was flushed and a leak could be seen emanating from the catheter shaft, near the insertion site. The details of the leak site could not be discerned in the video. There were no distinguishing features which could aid in identifying a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that three weeks after catheter placement, leakage was detected due to the catheter being damaged. The catheter was trimmed at that time. Today during maintenance, swelling was observed in the upper limb, and leakage was again detected due to the catheter being damaged. The catheter was removed and replaced. No additional information provided.